Event description:
It was reported that patient experienced ineffective therapy. Multiple attempts to reprogram were unsuccessful. As a result, surgical intervention was undertaken wherein the entire system was explanted to address the issue. The investigation was unable to determine the lead that was associated with the issue.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI:(B)(4) , serial: (B)(6), lot: a000151610. It was reported to abbott a patient¿s therapy for crps was ineffective. The patient wanted to have the system was explanted. The patient¿s system was explanted without complications. The system was disposed of. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.